Manufacturer narrative:
Reported event of fiber broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the laser fiber was looped in wet towel on sterile field and when ready to use again, it was found to be broken. Reportedly, there was ¿not a hard peel¿ or ny other trauma to the fiber to cause it to break. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.